Manufacturer narrative:
Product is not available for evaluation. Sterilization and lot history records were reviewed and no exceptions were found. Report 3 of 3.

Event description:
The user facility reported it was necessary to replace the pack three times during the procedure due to repeated clogging of the tubing. Patient had increased intraocular pressure after the surgery but no injury.